Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a low bg event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they experienced a low bg event that required the ambulance to be called. It was indicated that the emergency services measured the patient's bg and it was 0.8 mmol/l. The patient was administered a intravenous (IV) therapy of sucrose. At the time of contact, the patient was doing okay. Additional patient or event information is not available. No data was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.